Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient¿s cgm recorded a glucose level of 62 mg/dl. No bg meter comparison value was reported at that time. The patient self-treated with apple juice. Fifteen minutes later, the cgm reading dropped to 42 mg/dl, and the patient began to feel unwell, though no specific physical symptoms were documented. The patient proceeded to the emergency room (ER), where a bg meter reading showed 650 mg/dl, while the cgm concurrently displayed 82 mg/dl. The patient was admitted to the intensive care unit (ICU) and received treatment with intravenous (IV) fluids and an IV insulin drip. The patient was discharged home after a one-day hospitalization. At the time of discharge, the bg meter reading was 120 mg/dl, and the patient reported feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.